Manufacturer narrative:
The device is not available for eval. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
"A FDA maude event report - (B)(4) was received on (B)(6) 2014 which reported that while monitoring vv echmo, 27fr avalon elite double lumen cannula was being used during ECMO. Cardiohelp air detection alarm triggered at the time pt was asleep. Circuit clamped and flow stopped. While re-priming, circuit was noted to be cracked just distal to the bifurcation." (B)(4).